Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex control unit and a set, the return line became disconnected from the hd line. It was reported that an alarm was not triggered. Blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.